Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns pt was referred for generator replacement surgery, due to end of service. When the surgeon connected the new dual pin generator to the existing lead, high lead impedance resulted. The surgeon attempted pin re-insertions multiple times, with high lead impedance resulting after each attempt. The surgeon then concluded that the lead likely had a discontinuity, and therefore, the lead was explanted and a new lead and generator were implanted. The explanted end of service generator and the unused new dual pin have been returned to MFR where analysis is underway. Good faith attempts to obtain additional info from the site is underway. In addition, good faith attempts to obtain the disposition of the explanted lead are also underway. Review of the available diagnostic history revealed that on 01/05/2009, a system diagnostic test revealed normal device function at that time.